Manufacturer narrative:
Date of event: unknown date in (B)(6) 2018.

Event description:
It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2018. A 30mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 27mm. Prior to the index procedure, aspirin was administered and after the implant, the subject was started on clopidogrel. The patient was discharged the next day. On an unknown date in (B)(6) 2018, the patient experienced a 3-hour period of difficulty in naming things correctly. The patient did not have any motor deficits or residual deficits and had full recollection of the events. Since the event was not serious, the patient did not seek any medical treatment at that time. The event was deemed a tia. On (B)(6) 2018, the patient presented for a 3-month follow-up visit. The national institute of health stroke scale (nihss) performed during the follow-up visit revealed a score of 3 which is improved from a score of 4 from baseline. The modified rankin scale (mrs) performed during the follow-up revealed a score of 1-not significant with no change from baseline. On (B)(6) 2018, the patient underwent computerized tomography angiography (cta) scan of the brain which revealed no evidence of stroke or cerebral artery stenosis, no distal ica stenosis, but moderately advanced atherosclerotic calcification throughout both carotid siphons. They decided to discontinue plavix and continue only aspirin. The event was considered resolved.